Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager (tm) could not duplicate problem. The tm checked the position of the ir (infra red) arrays, performed eyetracker tests, scanner tests, an et offset test, and verified eyetracker pupil detection. No problems were found. The tm performed a status check on the laser, and found it operating according to specifications. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4)

Event description:
Adverse event: interrupted procedure. Malfunction: unable to track. A user facility reported they were unable to detect the pupil on some of the eyes they were treating. Adjusting the threshold didn't seem to help. The issue did not occur during surgery and there is no indication of harm or injury to a pt as a result of this reported event.